Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery pack was unable to recharge.